Manufacturer narrative:
Investigation summary: this complaint is for no-ID results and misidentification when using phoenix panel nmic/ID-(B)(6) (catalog number 449289) batch number 5070906. The customer returned isolates and phoenix generated lab reports for the investigation. The customer noted misidentifications of haemophilus parainfluenzae as rodentibacter penumotropicus, providencia stuartii as escherichia coli and enterobacter cloacae as pluralibacter gergoviae when using the complaint batch. It is to be noted that bd does not have ID claims for h. Parainfluenzae. To investigate, panels of the complaint batch and control panels from the same material but different batch were tested using in house and customer returned isolates p. Stuartii bl-01, p. Stuartii c2252 and e. Cloacae 11061 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates correctly, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nmic/ID(B)(6) a patient isolate (enterobacter cloacae) was unidentified and misidentified as pluralibacter gergoviae. The user performed repeat testing. The user also noted qc and surveillance failures. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA /510(k)#: g4. PMA / 510(k)# k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (enterobacter cloacae) was unidentified and misidentified as pluralibacter gergoviae. The user performed repeat testing. The user also noted qc and surveillance failures. No health impact or consequence reported.